Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a normal follow-up, inappropriate mode switching episodes were observed due to competitive atrial pacing as the true atrial events had been falling into post ventricular atrial refractory period. The post ventricular atrial refractory period setting was decreased to allow for appropriate sensing at higher rates. No further information is available.